Event description:
It was reported that the head does not fit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An investigation has shown that an incorrect head piece is mounted at this depth gauge. As this head piece has a length of 15mm instead of 21mm like the original part the measurement is not correct anymore. No determination to the exact cause of this occurrence can be made and can only assume that the headpiece was interchanged during reprocessing with the head piece of another depth gauge. The manufacturing documents were reviewed and found that 200 pieced of this lot were manufactured in the year 2007 according to the specification. There is a positioning pin at the head piece and as well at the scale body. This is also an indication that this was caused post manufacturing as such a deviation would have been detected during assembling.